Event description:
Thank you for contacting bausch & lomb. Co is happy to be of assistance whenever possible. Yes, the second label was placed on top of the original label by bausch & lomb personnel in a bausch & lomb production facility under general accepted mfg practices. Ongoing testing vision contact lenses indicated that the expiration date could be extended. Therefore, product currently in inventory was overlabeled to indicate the updated expiration date. There is absolutely no change to the product itself. The only change was made to the label. The pure vision lenses are the same high quality lenses you've come to expect from bausch & lomb. The last two times rptr ordered purevision lenses for their boss from www.aclens.com, they had two labels on them. The current lenses have an expiration date of 6/02 on the box. However, inside the box the package has one label glued over another. The under label has an expiration date of 12/01. The lot number on the outer label is r18800191 and the lot number on the under label is r98003709. Since they are dealing with eyes, rptr is very concerned. The last time rptr reported it to aclens, they couldn't or wouldn't give an answer as to how this could have happened. They just exchanged the lenses. Can you explain how 2 different labels can get one package of contacts with two different lot numbers and two different expiration dates?